Manufacturer narrative:
(B)(4). One used inflator syringe, without packaging, was received for evaluation. Upon visual observation, the gauge indicated 5atm without any pressure being applied. In an attempt to replicate the reported incident, the syringe was filled with water and pressure was applied. While initially increasing the pressure, the gauge dial suddenly jumped to 15atm. The dial on the gauge continued to sporadically stop and jump to different values during subsequent pressure attempts. It was indicated in the event summary that the incident occurred during the second inflation. While no specific conclusions can be drawn, an incident of this nature can occur if the device exceeds the 30atm pressure calibration during use resulting in the dial to malfunction; or if the device is dropped / sustains a sudden excess impact. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: reports the balloon was inflated once. When the balloon was inflated a second time, the gauge indicated 30atm and no longer moved. Another device was then used without problem.